Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from sw1. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had valve breakage during suction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the suction cylinder was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a cut on switch 1, water tightness was lost. The suction cylinder had no color. The control unit had a crack. Due to clogging of suction cylinder, the suction valve could not be detached. Due to damage on charged coupled device unit, brightness was uneven when halation occurs. Due to wear of angle wire, the play of up/down knob was out of the standard value. The plastic distal end cover had a dent. The adhesive around objective lens had discoloration. The adhesive around the light guide lens had discoloration. The adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.